Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003, the pt was implanted with a bard/davol "mesh flat sheet" during an unspecified pelvic procedure. The attorney's report alleges pain, injury, "pain and suffering," disability, defective mesh.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.